Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that when she connected the patient programmer (pp) it really started to vibrate down into her vagina. The patient reported that the device was implanted on the right side. The patient reported that it felt like an electric shock. The patient reported that she never really felt stimulation, only felt little impulse when she put her hand over the device. The patient reported that she was the same as always 3.2 volts. The patient turned stimulation down to 3.0 volts and reported that she didn¿t feel it now. The patient reported that she only felt it when she just put in new batteries and connected. The patient reported that she was still feeling a little stimulation in the right side labia. It was confirmed that the therapy was on. The patient decreased stimulation to 2.75 volts and reported that if that didn¿t help she would turn off stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the circumstances leading to the electric shock feeling and vibration down to the vagina was a change of batteries. The patient reported that the electric shock feeling and vibration down to the vagina had calmed down. The patient also reported that she thought the electric shock feeling and vibration to the vagina had resolved.